Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician observed evidence of moisture and replaced the interface pcb as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.